Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values where the cgm reading was 47 mg/dl. No symptoms were reported and the patient took glucose tablets. After treatment the patient experienced confusion and lightheadedness. A fingerstick was taken, the cgm reading was 47 mg/dl, and the blood glucose reading was 400 mg/dl. Concerned about the symptoms, the patient¿s spouse transported him to the hospital for further evaluation. When a fingerstick was taken at the hospital, the blood glucose reading was 403 mg/dl. The patient had already removed the cgm by then. The patient was unable to recall the specific treatments administered during the hospital visit, but was discharged on the same day in stable condition, with a blood glucose reading of approximately 200 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After treatment, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.